Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional contact info: (B)(6). A getinge field service engineer (fse) found leak at helium gauge to tubing and at helium tank yoke to tubing. Replaced helium tubings, replaced o-ring and special seal. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5,, b6, b7, d10, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) had a slow helium leak. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a slow helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.